Event description:
Additional information received reported that six weeks of morphine went into the patient¿s abdominal cavity during the pocket fill. The patient ¿almost died.¿ the pump was replaced a couple months later in (B)(6)-2006 because of what the patient went through.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2005, product type: catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that back in 2006, the patient had a pocket fill. The reporter stated that the healthcare provider 'shot morphine into abdominal cavity rather than pump'. The patient was sent to the emergency room. The patient's lips were blue, patient was unconscious, and was intubated. The patient was then in the intensive care unit (ICU) for several days. The pump was replaced a few months later. No other specific details related to the event were provided. Follow up information has been requested, however, was not yet available at the time of the report.